Event description:
The customer reported the device failed to deliver a shock during the operation check. There is no pt involvement as this occurred during testing.

Manufacturer narrative:
(B)(4): the customer reported the device failed to deliver a shock during the operation check. There is no pt involvement as this occurred during testing. The device was sent to the philips bench for eval. The reported symptom was confirmed. The issue was isolated to the therapy pca. The therapy pca was replaced to resolve the reported symptom. The device then passed all testing and was returned to the customer site for use. The therapy pca caused the malfunction. Replacement of the therapy pca resolved the issue.